Manufacturer narrative:
G2. The country of the event is finland. G2. Citation: mechanical instability of segmental pedicle screw instrumentation for adolescent idiopathic scoliosis. A retrospective cohort study of tulipine screw versus dual locking cup instrumentation at 2-year follow-up. Aron frantzén, antti saarinen, eetu suominen, matti ahonen and ilkka helenius. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Citation: mechanical instability of segmental pedicle screw instrumentation for adolescent idiopathic scoliosis. A retrospective coh ort study of tulipine screw versus dual locking cup instrumentation at 2-year follow-up. Aron frantzén, antti saarinen, eetu suominen, matti ahonen and ilkka helenius. Event summary: this study aims to report the incidence of axial slip and loss of correction by comparing two commonly used spinal in strumentations in patients treated with posterior spinal fusion for adolescent idiopathic scoliosis (ais). This study consists of 194 patients who underwent posterior spinal fusion for ais during 2012-2022. All patients had a minimum of two years follow-up. There were 98 patients treated with segmental tulipine pedicle screw instrumentation (6.0 cocr apex rod, solera 5.5/6.0 with tulipine pedicle screws). All patients in the tulipine screw group were operated with sagittally reinforced 6.0 mm cobolt chromium rods. All patients were followed using a standardized protocol before and immediately after the initial surgery and at outpatient clinic controls at six months and two years after the surgery. All patients were followed a minimum of two years. Pedicle screw density was at least 1.7 screws per vertebra for all patients. Axial slip of 2mm or more was defined as an indicator of mechanical instability of the construct. Reported events: 1. One patient was re-operated for screw malposition in the tulipine screw group, which resulted into transient postoperative neurologic deficit. Additionally, two patients in this group presented with delayed cerebrospinal fluid leakage and postural headache requiring screw revision. 2. Axial slip of 2mm or more at 2-year follow-up was observed in 11 patients of the tulipine group. Axial slip of 5mm or more was observed in four patients of this group. Axial slip occurred solely between the liv and the vertebra above it. Axial slip occurred only on the convex side of the deformity. Loss of major curve correction of 10 degrees or more was found in 1 of the tulipine group.